Event description:
The vitek gram-negative antimicrobial susceptibility test (ast) for cefotaxime gave a false susceptible result for an escherichia coli isolate. This site reports a trend of seeing e.coli's that are fairly resistant to cephalosporins but are susceptible to cefotaxime. The pt results were corrected before the results were reported. The expected resistant result for the organism was indicated by the resistant results for two other 3rd generation cephalosporins ast's on the vitek gns card - ceftazidime and cefpodoxime. The isolate has been submitted for evaluation by the biomerieux customer response lab.